Event description:
While imaging inside of a stent, the tip of catheter broke-off inside the patient. Tip was retrieved with a snare. There was no complication reported, and the patient status was reported ok.